Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred. The patient underwent a left atrial appendage (laa) closure procedure. The left atrial pressure at the time of the implant was 10mmhg. A 21mm watchman laa closure device was successfully deployed in the laa. However, the anatomical conditions of the laa were noted to be difficult and the physician was forced to deploy the closure device in a more proximal position. The device met all criteria and was therefore released. The device compression was noted to be 12% and there was a proximal shoulder of 7mm. Five hours post procedure, the patient complained of chest pain. An ultrasound revealed the closure device had embolized to the mitral valve. The closure device was surgically removed. The patient was in intensive care and stable.